Event description:
It was reported that during follow-up, the pulse generator exhibited diagnostics anomaly. A telemetry anomaly was also observed. No intervention has been reported. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.